Event description:
It was reported the patient had an overstimulation sensation and a shocking or jolting sensation. It was noted that 2-3 weeks ago the patient started getting a pulling felling when they moved head to the right. The reporter stated the patient initially described it as a shocking feeling, but then later stated it was not a shocking or jolting feeling. The reporter further stated that threshold testing in the past found the contact 0 was needed for therapy. It was noted the patient was programmed to c+0- and they could only go up to 2.5v because the patient got left facial tightness and dysarthria. It was further noted the patient was programmed with 0-1+ and 120 pulse width to capture the tremor control. The reporter stated the patient had the ability to titrate stimulation to 3.9v. The reporter stated that all impedances were normal when run at 1.5v. It was noted the patient was programmed at 3.5v, 120 pw, and 180 hz. The reporter stated that impedances were measured twice with the patient¿s neck moved to the right and they were 750 and 988 ohms. The reporter further stated that turning their head to the right does elicit the sensation, but only in that position. It was noted the patient was had good therapy at 4.005 ma. It was further noted the patient was given the ability to go up to 4.6 ma. The reporter stated that at 4.6 ma the patient had the same issue with turning his head to the right. It was noted the patient had no falls prior to this happening 2-3 weeks ago. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 7 48351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).